Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Physician later reported "grade 4 capsular contracture," "intra-capsular rupture", and "unacceptable cosmetic appearance of breast". The device has been explanted.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the device associated with this complaint is a non-allergan device (sientra textured).

Event description:
Healthcare professional reported left side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.